Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿only use humalog or novolog u-100 insulin, as any lesser or greater concentration can result in serious health consequence.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging from 400 mg/dl to 527 mg/dl and low blood glucose levels ranging from 60 mg/dl to 95 mg/dl. The customer addressed elevated bg level with a bolus via the pump and by changing the infusion set/cartridge. The low bg level was addressed with carbohydrates. Reportedly, the customer did not eat enough food for the insulin that was delivered. The customer used u-500 insulin with the cartridge. During troubleshooting it was determined that there were air bubbles in the tubing. The customer primed the tubing to remove the air. It was reported that the customer's healthcare provider changed the pump settings to increase insulin during the day and to reduce insulin at night. Additionally, it was reported that multiple minimum fill messages occurred after the cartridges were filled with 240 units. The minimum fill message did not impact the customer's bg level and a new cartridge was successfully loaded.